Manufacturer narrative:
The product is not being returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.

Event description:
The information received from the field states that this female patient was presented to the interventional lab 2006, for placement of an opt-ease vena cava filter. Indications for placement of the filter were a gi bleed and recurrent dvt since the patient's coumadin had been stopped. The procedure went well and there was no injury to the patient. The following month, the patient went to the emergency room of a different hospital. A chest x-ray was taken and this showed that the filter had migrated to the ritght atrium of the heart. The patient was transferred to another hospital for surgery for removal of the filter.